Event description:
It is reported that the pt was revised due to pain, loosening, wear, and osteolysis.

Manufacturer narrative:
Primary surgical notes have been provided. These notes stated that the tha appeared to be stable with excellent range of motion obtained. Leg length was equal. X-rays showed that the acetabular was seated greater than the recommended 45 degrees. Based off the given information, although not proven, it is possible that the increased abduction angle may have lead to the increased wear of the liner over the (B)(6) in vivo, this may have caused the osteolysis which could have caused the loosening of the acetabular shell that my have caused the pain. Cause cannot be definitively determined. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.